Event description:
It was reported that the deltaven fast flash IV safety catheter started to leak from the white plastic port after flushing it with saline. They placed another one and it also started to leak. But after some time they both stopped leaking. There was patient involvement and no reported patient harm.

Manufacturer narrative:
Possible lot numbers: 11t1528 ,11t45243 ,11t45126. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.